Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the pump case was cracked at the display lens and a leak was observed during testing. Moisture corrosion was visible in the pump compartment when the pump case was removed. There was another crack near the battery compartment. The text on the display screen was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture corrosion visible in the pump compartment, the display was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on 10/28/2013.